Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device has not been possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) female patient had impella cp pump inserted in the left femoral for post-cardiotomy cardiogenic shock (pccs). It was reported that while attempting to explant the impella the discharge port part was caught in perceval (bioprosthetic valve designed). Due to this the physician was unable to pull or push the impella. Troubleshooting such as using a guiding wire to push impella to shift the position or using a snare from another site approach to hook it on the pigtail of impella and pushing it forward to catch it; however, this was not successful. The patient¿s chest was opened and impella was able to be removed. The patient remained stable. The physician stated that the insertion method may have caused the issue. No further information was provided.